Event description:
The distributor reported that creep was identified in the pouch of the kit during their initial inspection of received product. The device was not sent to a user facility.

Manufacturer narrative:
Device eval: one unused suspect device was returned for eval. A review of the device history record did not reveal any exception documents. The complaint database was reviewed and found one similar device complaint for this lot number. Ingress protection testing revealed that the seal had been breached. The user's complaint was confirmed. The root cause of the failure is attributed to a unique orientation of the pouch in the carton which created stress on the seal.